Manufacturer narrative:
An event of material deformation to the loader was reported. Information from the field reported that the thread on the proximal part of the loader for the closure was deformed and did not seal properly. The delivery sheath and dilator were returned to abbott for investigation and loader was not returned to confirm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including inspections for damage to the loader. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Na. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 14f amulet delivery sheath was chosen for a procedure. During procedure, when deairing it was noted that the thread on the proximal part of the loader for the closure was deformed and did not seal properly. The defective part was removed with a non-abbott product. There was no delay in the procedure. The patient was reported stable and discharged.